Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 180mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The device was also stuck on the prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test as a result of a loose drive support disk. The device had scratched display window.